Event description:
This lead was implanted on (B)(6) 2008 and explanted on (B)(6) 2011 due to an infection, pocket erosion. The patient passed away during the case. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).